Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. No troubleshooting was performed. No patient symptoms were reported. No additional information was available at this time.